Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial (B)(6),implanted: (B)(6) 2008, explanted: product type catheter product ID 85 96sc lot# serial# (B)(6), implanted: (B)(6) 2008,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 29-nov-2009, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-jan-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the patient stated they had been having really bad muscle spasms for about a month and that they had experienced greater muscle spasms than ever. The patient further reported that they were not able to sleep because of the pain. The patient was scheduled to have magnetic resonance imaging (MRI) of their back tomorrow. The patient provided their current managing doctor but stated that they had an appointment scheduled with a new doctor. The agent redirected the patient to their doctor. The patient called back and stated that they called the doctor and they put notes in the system and such. The patient mentioned that over the last several years, they would get more medication left over than expected at their refills. The patient also mentioned if there would be any interference with the catheter that "drips" around c6/c7 where the patient had broken their neck. The patient mentioned that they had checked the pump and said things seemed to be working but stated there had been no catheter dye study or tests to check the catheter. The agent reviewed general device functionality. The agent reviewed patient services and mdt role and redirected to their health care provider (hcp). The agent recommended the hcp contact mdt directly for further consultation.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported they were unsure the patient would pass a psych evaluation at this time. There had been no evidence of the catheter dripping at c6-c7 and that the catheter did not go that high. There was no evidence the pump had been malfunctioning and every refill for the past year had been within 1-3 ml of expected volume. The patient has had repeated urinary tract infections and had shown an increase in spasticity with those. The patient also had a serious sacral decubitus ulcer that required surgical debridement that the doctor attributed the patients symptoms to. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Manufacturer narrative:
H6: imf code f26 also applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.